Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to recent studies that confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot, although the filter is still in place. The extent of the failure has not been fully document by the patient's medical provider(s). The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years post implantation. The patient reports suffering from blood clots, clotting and or occlusion of the ivc and pulmonary embolism post inferior vena cava filter placement. The filter is in place more than ninety days; too risky to attempt retrieval and future perforation and fracture are likely. The patient further reports pain in the groin area where the filter was placed and fear of possible device failure in the future, causing severe anxiety, loss of sleep, mental anguish and nightmares. According to the medical records, the patient had a history of trigeminal neuralgia and cluster headache, miller-fisher variant guillain-barre syndrome, protracted ventilatory dependency secondary to neuromuscular failure, anemia with left thigh hematoma, chronic elevated blood pressure and tachycardia, chronic hyponatremia, chronic leukocytosis without clinical-evidence of ongoing likely reactive infection and bacterial conjunctivitis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and an occlusion of the ivc do not represent a device malfunction. Placement of a vena cava filter is not a cure for these clots or possible occlusion caused by the clots, nor does it prevent the possible formation of new clots. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to recent studies that confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot, although the filter is still in place. The extent of the failure has not been fully document by the patient's medical provider(s). The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years post implantation. The patient reports suffering from blood clots, clotting and or occlusion of the ivc and pulmonary embolism post inferior vena cava filter placement. The filter is in place more than ninety days; too risky to attempt retrieval and future perforation and fracture are likely. The patient further reports pain in the groin area where the filter was placed and fear of possible device failure in the future, causing severe anxiety, loss of sleep, mental anguish and nightmares. According to the medical records, the patient had a history of trigeminal neuralgia and cluster headache, miller-fisher variant guillain-barre syndrome, protracted ventilatory dependency secondary to neuromuscular failure, anemia with left thigh hematoma, chronic elevated blood pressure and tachycardia, chronic hyponatremia, chronic leukocytosis without clinical-evidence of ongoing likely reactive infection and bacterial conjunctivitis.